Manufacturer narrative:
Other applicable components are: product ID: 9733571, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. A repaired computer was installed. Testing revealed that the surgeon monitor cable had failed. After replacing the cable, the system ran successfully and passed a system checkout. The cable was returned to medtronic for analysis. Analysis revealed that there was physical damage to the cabling. A pin had been broken off and was missing from the fischer connector. Otherwise, the returned cable passed testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the computer could not boot up and the surgeon monitor cable failed. A repaired computer was installed and the demo computer was sent for repairs. There was no patient present at the time of the event.